Event description:
N/a

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) conducted a preliminary inspection and found that the malfunction is still undetermined. A conclusive determination will be provided after a full inspection is completed upon receipt of authorization.during functional testing, test leak k7, k8, k6, and k6a failed step 1, prompting further evaluation. The manifold drive assembly was removed, and soot deposits were found on the contact surfaces of k7 and k8. The fse cleaned these surfaces and applied grease to the rubber contacts. The unit functional test passed and the balloon test confirmed normal machine operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cs100 had low vacuum issue. No patient involved.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: e1 (event site address), h6 (medical device ¿ problem code, investigation findings).